Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue; load step or cartridge not recognized rewind, load, or fill cannula step issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that loss of prime with zero force and ¿no cartridge detected¿ alarms were recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The force sensor calibration reading was found to be out of the required specifications. The pump case was removed and the force sensor plate was found to be dimpled. The force sensor was removed and the force sensor shim plate was also found to be dimpled. The force sensor resistance reading was found to be out of the required specifications. No battery or cartridge caps were returned with the pump. Test caps were used to complete all testing. The alleged prime issues were observed in the pump history but were not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).